Event description:
It was reported, dual groshong breaking/leaking at the connection of the white lumen below the injection cap. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking at the connection of the white lumen below the injection cap was confirmed. The product returned for evaluation was one 5 fr d/l groshong nxt catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed on the proximal end of the distal extension leg. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 's' shaped split. ¿ tensile weakness at the fracture site (due to material ballooning prior to burst). ¿ granular fracture surface texture (typical of tearing failure modes). ¿ the catheter material was visibly lighter in color at the fracture site. A partial occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported, dual groshong breaking/leaking at the connection of the white lumen below the injection cap. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.